Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device has digits missing from the display. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on and off using battery power. The device was able to obtain measurements with all the enabled parameters, although readings were impeded by a missing led segment. Measured diode voltage passed on functioning led segment and open (failed) on defective led segment on component d2 on instrument board, results in one led segment not illuminating. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device has digits missing from the display. No patient impact or consequences were reported.